Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for high pacing impedance was delivered for the left ventricular lead. Noise episodes and an increase in capture threshold were also noted. During subsequent follow-up, all electrical measurements were normal and in range so no intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examination found fractured ring electrode cables under the strain relief coil. The cause of the reported events of noise, high impedance and no capture were confirmed and were isolated to the fractured ring electrode cables.

Event description:
Further information was received indicating the lv lead was explanted and replaced.